Event description:
The facility reported an infusion pump with failure code 810:04 and shut off during pt use. Despite baxter's efforts to obtain additional info from reporting facility, details were not available regarding pt's demographics, diagnosis or status and medication involved, or set up of the infusion device. The hosp rep stated there have been no reports of any pt incident involving this pump since the last baxter service event.